Event description:
It was reported that the patient presented for follow up. A device revealed inappropriate shock delivered by the implantable cardioverter defibrillator. Inappropriate therapy was attributed under-sensing of p waves during an episode of supraventricular tachycardia. No interventions were made. The patient was stable.